Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient has been having issues with the controller switching from one battery to the other. This issue is not isolated to one battery, it has been happening with different batteries. Note data lags were normal. Per clinical engineer, "there is no indication of malfunction or alarms of the batteries or controllers shown in the log files. All batteries show normal cycle counts and discharge rates". Data logs were downloaded and controller changed. (B)(4) removed from service. Replacement controller, (B)(4) given to the patient. The controller was exchanged and no effect on the patient. No additional information provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event may be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the premature power switching events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.